Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing found error code b30 occurred when the master plug was connected. In addition, there was a crease on the universal cord and video cable, there was a gap in the adhesive on the bending section cover, and the video connector was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, there was no image from the subject device. The unspecified diagnostic procedure was completed using another similar device. There was no effect on the patient due to the event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service also found error code b30 (scope communication error) occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to the internal charge coupled device cable being damaged by physical stress. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use: dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result. Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor.¿ olympus will continue to monitor field performance for this device.